Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to pinching on the bending section cover, the light guide lens was cracked, the bending tube was deformed, the distal end was shaved, and the distal end had some corrosion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the tip of the evis exera iii duodenovideoscope was squashed. The customer noted the scope was reprocessed according to the instruction for use (IFU) and was then crushed during placement in the dedicated cabinet. The crushed scope was noticed the following day during monthly microbial tests. The pipe cleaner was difficult to pass through the scope. The customer tried to pass some sterile accessories into the working channel to assess their passage, which was difficult. The material at the distal end of the scope may belong to the accessories. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the distal end had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to reprocessing could not be conducted properly due to leakage from bending section cover (a-rubber). However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.